Manufacturer narrative:
Device was evaluated by customer's biomedical engineering staff. Beckman coulter service was not requested. Customer reported customer's biomedical engineering staff evaluated the instrument and found the vacuum probe was obstructed causing the cuvette wash station leak and the cuvettes failed water blank errors. It is unknown what was obstructing the vacuum probe. Customer's biomedical engineer removed the obstruction and the cuvette wash station leak and cuvette failed water blank errors were resolved. (B)(4).

Event description:
The customer reported the unicel dxc 600 pro system had 20 cuvettes failed water blanks errors. Beckman coulter hotline support assisted the customer to troubleshoot and discovered the cuvette wash station was leaking. Customer reported the leak was about 2 milliliters on the reaction wheels and contained to the instrument. Customer reported no erroneous results have been generated. No exposure was reported. Customer was wearing gloves, safety glasses, and laboratory coat.